Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that malfunction alarm occurred on pump with malfunction code displayed and no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and performed reset, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction happened again.